Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the reservoir had fill anomaly. The customer¿s blood glucose was 6.3 mmol/l at the time of the incident. The customer reported that they were unable to fill reservoir and was unable to push the plunger and tried three times and finally worked with the fourth one. The customer was advised to call us when she was doing it, offered to replace the reservoirs with a box. The reservoir will not be returned for analysis.